Manufacturer narrative:
The affected complaint device was not returned for evaluation. Therefore a product analysis could not be performed. However, a picture was provided which confirmed the post has broken off. After repeated requests, smith and nephew has been unable to obtain device details or confirm the alleged deficiency with the device. As device details were not made available, device history record and complaint history review cannot be completed. Smith and nephew has an outstanding request with the reporter for information. The patient impact could not be determined with the available information. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. Our clinical analysis noted that no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Therefore, the root cause of the reported pain, instability and broken cam is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that the patient presented pain and instability on the total knee prosthesis. A revision surgery was performed to change the insert that presented a complete break of the posterior stabilization cam. No additional explants reported.